Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the customer was hospitalized with high blood glucose and diabetic ketoacidosis from getting a virus. The blood glucose reading at the time of the emergency room visit was over 900 mg/dl. The customer was treated and released. The customer was wearing the insulin pump at the time of the emergency room visit.